Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention that occurred on (B)(6) 2012 at 6:00 pm. Caller, patient's wife, said that patient wasn't acting like himself. A test was done using the prodigy meter and the result was 48mg/dl. Medics were called and their meter gave a reading of 58mg/dl. Patient was not transported but treated in his home. He was given orange juice to raise his sugar level. Prodigy sent replacements along with a prepaid envelope for return of suspect products. Per caller, patient's last readings were: see scanned table. Date and time appears to not be set up correctly.

Manufacturer narrative:
Suspect device returned and evaluated by manufacturer. It appeared to be in good physical condition with all functions working properly. The meter was evaluated using in-house strips and control solution and all results came in range. No failures detected.